Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3, reference MFR. Report: 1627487-2018-11238, reference MFR. Report: 1627487-2018-11239. It was reported the patient was unable to increase amplitude. Diagnostics revealed high impedance on contacts 12, 13, 14, and 15. All other contacts were in normal range. Reprogramming was unsuccessful. As a result, the patient is awaiting surgical intervention.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2018-11238. Reference MFR. Report: 1627487-2018-11239. Additional information revealed patient underwent surgical intervention wherein the ipg was explanted and replaced. Postoperatively, patient has effective therapy.